Event description:
Customer's morning device result=393 mg/dl. Customer took their normal insulin. Customer started feeling stressed and shaky and ate at 12:30 p.m. At 1:30, customer was not oriented in person, became belligerent, screamed, dozed off, and became incoherent. Customer's spouse gave customer orange juice with sugar. Customer's spouse called 911. Paramedics device reading=151 mg/dl and customer was taken to the hosp. Customer received glucose solution. A request was made for product return and replacement product was sent.